Event description:
Per the info provided to co by the hospital, the device was removed due to "infection". As reported to co, the entire device was removed and replaced with a co 3-piece inflatable penile prosthesis. 10/31/96-upon receipt of add'l info requested from the physician-surgeons office it stated, "the device was removed due to infection, a salvage procedure was performed and a new device was implanted.